Event description:
We received a call from the patient's mother. The patient developed a corneal ulcer while wearing acuvue oasys contact lenses and now the infection has resolved and the pt has a corneal scar. The pt's mother said they took a trip to (B)(6). She thought they left on (B)(6) 2013. The patient's left eye (os) was red prior to leaving on the trip, but the pt continued to wear contact lenses (cl). While in route on the plane the patient's eye remained red and the patient did not remove the cls until they reached their hotel. The following morning, the patient awoke and her os was extremely painful, red, sensitive to light and swollen closed. A doctor at the hotel examined the patient's os and referred them to a hospital where the patient was seen by an ophthalmologist. The ophthalmologist diagnosed the patient with a corneal ulcer. The patient was seen by ophthalmologists at the first hospital and the patient also saw an ophthalmologist in another city in (B)(6). The patient's mother said the corneal ulcer resolved while they were in (B)(6) but the patient's os was still red. When they returned to the u.s. The patient was seen by an eye care professional (ecp) and the patient had a scar outside of the pupil. The patient's mother said that she had photographed the medical records from the first clinic in (B)(6) and offered to send them. The patient's mother provided the name and contact information for the treating ecp in the u.s. The photos of the medical records provided the following information. On (B)(6) 2013: zymaxid every 5 minutes for 1 hour follow by every 1 hourly for 2 days (l) eye. Homide 2% 5x / day for 2 days (l) eye; contact lenses of both eyes to be submitted for culture and sensitivity. Review on saturday (B)(6) 2013, at 10:00 am at another hospital. The record for (B)(6) 2013, indicates the following: infiltrate density 1+, "cellulanty 1+, va od 6/6; os 6/6." A drawing of the cornea depicts a corneal lesion, borderline central 1 x 1 mm with surrounding area of dotten marks approx 3 x 3 mm. The patient was instructed to continue treatment and to see another doctor. No further information regarding medical treatment in (B)(6) is available. The treating ecp in the us was contacted, the ecp said the pt came to his office (B)(6) 2014, the patient's mother told the ecp the patient had been treated to a corneal ulcer. The patient was using zymar and homatropine drops. The ecp said he added erythromycin oint as hs and instructed the patient to return to clinic in one week. The patient returned and the ulcer was resolved and there was a scar in the central cornea. The ecp said due to the location of the scar he did not want to release the pt to cl wear and he referred the pt to a corneal specialist for evaluation and determination for return to cl wear and suggested the patient switch to daily disposable contact lenses. Requested the product and the patient's mother said the lens the patient was wearing was left at the hospital and the patient's mother kept the empty carton and provided the lot number. The patient's mother said she had 6 sealed cartons from the same lot and we requested that product and it has not yet been returned. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l001zjh was produced under normal conditions. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Device labeling: single use or reuse.